Manufacturer narrative:
Account isolated the issue to the right hand head siderail having fluid ingress. Account replaced the right hand head siderail to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the head section is raising unintentionally.